Event description:
It was reported that there was early battery depletion as a result of chronically high left ventricular (lv) output due to high lv thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned, analyzed and revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076 implantable pacing lead: (B)(6) 2009. A 6947 implantable defib lead: (B)(6) 2009. (B)(4).